Event description:
(B)(6) study. It was reported that a cerebral vascular attack occurred. On (B)(6) 2018, the subject underwent a watchman left atrial appendage (laa) closure procedure. A complete seal was noted with deployed diameter of 21.6 mm. Prior to index procedure, 81 mg aspirin and 5 mg apixaban were administered. The following day, the subject was discharged with aspirin and apixaban. On (B)(6) 2019 the subject had a complaint of reflux at times and felt throat tightness; he denied choking. On (B)(6) 2019, the subject returned for visit and reported two procedures since their last visit. The subject had elevated heart rate and orthostatic hypotension and on (B)(6) 2018, the subject had pacemaker implantation followed by av node ablation on (B)(6) 2018. The subject stopped eliquis and continued 81 mg aspirin and plavix. The subject complained of increased forgetfulness with short term and long term memory which was gradual. On (B)(6) 2019, the subject underwent a magnetic resonance imaging (MRI) scan, which revealed an acute small right frontal infarct. The physician suspected the cause of the stroke to be subject's atrial septal defect. Plavix was added to the subject's medication regime. A carotid ultrasound was also performed, which showed calcification to the right side. No corrective action was taken and the event was considered resolved.